Manufacturer narrative:
Pump received with normal operating currents. No unexpected power loss or replace battery now alarm noted. However, power error detected alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.